Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned due to a fracture and impedance measurements of 2500 ohms. No adverse patient effects were noted.

Event description:
Information was later received that the fracture was confirmed on fluoroscopy.

Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.